Event description:
The customer reported seeing smoke coming from the labcell utilities cabinet. No one was injured or treated for smoke inhalation. There were no reports of any medical treatment or medical intervention required.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the smoke was due to the conveyor track motor. The fse replaced the conveyor motor, gearbox, chain and sprocket and confirmed the system was functioning properly. The instrument is performing within specifications. No further evaluation of the device is required.